Manufacturer narrative:
Email - (B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation . Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening shell assessed as to unidentified (tear) opening. No shell thickness due to opening is under plug strap. Additional observations: crease flat observed in the device of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation . Device has been explanted.